Event description:
The patient reported they felt movement in their arm during an MRI procedure. Additionally, the patient reported bruising and edema after the implant procedure. The patient is not experiencing any effects from the MRI procedure, the bruises are disappearing, the patient is receiving adequate therapy, and everything is going well.

Manufacturer narrative:
The issues after an MRI questionnaire was reviewed for potential causes of the reported issue. Based on this review, migration and not meeting MRI requirements have been ruled out as potential causes. However, the implant procedure was performed by open surgery which included exposure of the nerve and placement of the neurostimulator. The procedure was not performed percutaneously as required by the IFU. Additionally, the cause of the bruising and edema are due to the open surgery. The stimulator is used to treat pain. The cause of the reported issue is due to non-compliance to the IFU as the clinician did not implant the device percutaneously (user error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in issues after an MRI. Issues after an MRI rates remain acceptably low; thus, CAPA is not required. Issues after an MRI rates will continue to be tracked and trended.